Event description:
It was reported that pump generated repeated cartridge alarms during cartridge loading, and caller was unsure if used cartridge had been removed at correct time in load process. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to successfully load new cartridge or resume insulin therapy, planned to contact healthcare provider for backup therapy, and technical support arranged shipment of replacement pump, instructed customer to place current pump in storage mode and return it within specified timeframe, and advised customer to transfer pump settings and reconnect continuous glucose monitor once replacement pump was received.